Event description:
It was reported that an ilet user experienced elevated blood glucose after they announced a ¿usual¿ meal size instead of ¿more than,¿ despite the user intending a larger meal; the user later confirmed the incorrect meal announcement after review of reports. Drops were observed during tubing test, with plans to change the set at home. Symptoms included hyperglycemia peaking at 262 mg/dl. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included review of device data and meal logs with user interview and basic infusion line function check. Investigation of this case revealed user error due to incorrect meal size selection, with no evidence of infusion set occlusion or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement entry.